Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The patient claimed that even after receiving instruction on how to activate his device, the incontinence might be worse. Patient liaison recommended an appointment with the physician, and indicated a follow up will be sent afterwards. No more information available at the moment, further information was requested. It was further reported that the patient met with the physician. In this appointment the device was activated appropriately and use of the device was further explained to the patient. A new follow up appointment with the physician was set, however, this appointment could be cancelled if the incontinence problem gets fully resolved. No more information available at the moment. Should additional information become available, it will be provided.